Event description:
It was reported that a patient presented for in clinic analysis. During analysis, it was discovered the right ventricular lead experienced high capture thresholds. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition post-procedure.